Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was in the hospital due to atrial fibrillation (af) with rapid ventricular response. A representative was called to check the device. During device check, an alert was detected for a high out of range right atrial (ra) pacing impedance of greater than 2000 ohms. It was noted, when this cardiac resynchronization therapy defibrillator (crt-d) was implanted, the ra pacing impedance was in the 1700 ohms range. A couple of months later, the ra pacing impedance was around 2300 ohms. Currently, the ra pacing impedance is around 2755 ohms. It was noted a ra threshold test could not be performed because the patient was in atrial fibrillation (af), but sensing was fine. There were true atrial tachy response (atr) episodes due to the patient being in af. There was no noise present. The decision was made to continue monitoring the impedance, since there were no other issues with the ra lead. Respiratory rate trend was programmed off. The physician also plans to medically manage the patient's af. At this time, this crt-d remains in service and there were no adverse patient effects reported.